Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, it was reported that the device was not used past the expiration date. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a bronchial stenting procedure on (B)(6) 2012. According to the complainant, the indication for the procedure was treatment of a malignant tumor within the left bronchus. The lesion was not pre-dilated. During the procedure, the ultraflex tracheobronchial stent was inserted along a guidewire and several unsuccessful attempts were made to cross the stricture. Reportedly, the ultraflex stent may have become stuck on a previously placed tracheal stent. The ultraflex tracheobronchial stent was removed and it was noticed that the distal suture was "little untied". Upon attempting to reinsert the device into the patient, the patient experienced oxygen desaturation and the patient's condition worsened. The procedure was aborted and the patient recovered "relatively immediately" once the scope was removed. In the physician's assessment, the multiple attempts to insert the stent may have contributed to the patient's oxygen desaturation. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.